Event description:
It was reported that the health care professional (hcp) suspected that this left ventricular (lv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the presenting electrogram (egm) and confirmed loc. Additionally, ts noted that the left ventricular automatic threshold (lvat) was suspended due to four consecutive days without a successful test. The hcp will bring the patient in for evaluation. No adverse patient effects were reported. This lv lead remains in service.